Event description:
Baxter singapore reports three blood leaks occurred between 12/28/98 to 12/2/99 noted by blood in the dialysate compartment during pt treatment. Two of the three dialyzers were noted to be reprocessed two times prior to these reports. Baxter singapore reports no pt injury or medical intervention.